Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information has been provided.

Event description:
The customer alleged they received a questionable calcium result and were seeing an imprecision with magnesium and direct bilirubin on their integra 800 analyzer. The customer provided data for one patient with discrepant calcium results from a urine sample. The patient's initial calcium result was 0.35. The sample auto-repeated and the result was 0.7. The units of measure were requested but not provided. Information on whether either result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The specific date of this event was requested but not provided. The calcium reagent lot number and expiration date were requested but not provided

Manufacturer narrative:
A root cause could not be determined. Additional information was requested but was not provided. After repeated field service representative visits, no further issues were reported.